Manufacturer narrative:
Section a1 updated. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.section b5 and h6 are corrected h3 other text : single use, device discarded.

Event description:
The customer reported multiple discrepant results (false positives and false negatives) with the ID now covid-19 assay performed on unknown dates. This MFR. Report addresses false positive event and is one (1) of two (2). The customer reported unknown number of false positives with the ID now covid-19 assay performed on unknown date. All though requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported unknown number of false results (false positives or false negatives) the with the ID now covid-19 assay performed on a unknown dates. As per customer discrepancy could be false positives or false negatives, no information was provided regarding confirmation testing. All though requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use, device discarded.

Manufacturer narrative:
B3: event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. H3 other text : single use, device discarded.

Event description:
The customer reported multiple discrepant results (false positives and false negatives) with the ID now covid-19 assay performed on unknown dates. This MFR. Report addresses false positive event and is one (1) of two (2). The customer reported unknown number of false positives with the ID now covid-19 assay performed on unknown date. All though requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event: event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number: 191-000 that has a similar product distributed in the us, list number: 190-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported multiple false results (false positive or false negative) with the ID now covid-19 assay performed on a unknown dates. No additional patient information, including treatment and outcome, was provided.